Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found an insulation abrasion at 15.0 cm to 15.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The damage found likely resulted in the reported noise problem.